Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the ECG signals disappeared and ECG signals from other catheters were distorted upon connection of the navistar thermocool catheter. Upon request, the bwi field representative provided additional clarification on the event. The signal loss occurred on all the body surface (bs) ECG's and intracardiac (ic) signals on both the carto system and the recording system at the same time. This issue occurred immediately upon connection of this catheter. The physician was able to complete the procedure by changing this catheter. The signal loss on all the channels on both the carto system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4)